Event description:
The 20g braun IV 1 and 1/4 catheter was used on pt and safety mechanism did not engage when needle was retracted. Instead of the end of the needle being safeguarded upon removal, there was instead just the tip of the needle. Occurred several times with multiple ivs from same manufacturer.